Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2007. Subsequently, a revision procedure was performed on (B)(6), 2011 due to loosening and osteolysis. The acetabular cup and modular head component were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." "Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report filed (B)(6), 2011.